Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. A chest x-ray revealed that the lv lead, the atrial lead, and the right ventricular (rv) lead were dislodged. The leads were twisted with device in pocket due to twiddler syndrome. During the revision procedure, slack was added to the atrial and rv leads. The lv lead was explanted and replaced. The patient was stable throughout.